Event description:
It was reported that the oval tip of the bur broke off the shaft. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. Details of lot # were not provided. It was not possible to determine the root cause for the alleged breakage.